Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 20009620, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 24-nov-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 95 ml. Flow rate: 2ml/hr. Procedure: unknown. Cathplace: unknown. It was reported a fast flow event occurred. The oncology team noted the device was placed on (B)(6) 2020 at 15:15 to infuse for 46-hours, with an expected completion date of (B)(6) 2020 at 13:15. The patient returned with the empty infusion on (B)(6) 2020 at 09:06 am. Additional information received 09-nov-2020 stated there was no reported injury.